Event description:
This complaint is now reportable based on the analysis completed on 04/27/2009. It was reported that during a percutaneous coronary intervention procedure, a catheter leak occurred. The physician was unable to get the position he wanted when the apex balloon was inserted, so he decided to remove the guide wire and the balloon catheter. When the physician pulled back on the catheter of the apex device, the unspecified deflation device that was attached filled with blood. When the physician pulled back on the 3 way tap, little bubbles appeared and the physician suspected that there was a leak somewhere on the device. No patient complications were reported. However, returned product analysis revealed that there were two balloon pinholes.

Manufacturer narrative:
Visual and microscopic examination found that there were two balloon pinholes located approximate to the distal markerband. There was a kink on the hypotube located approximately 43cm from the catheter's strain relief. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.